Manufacturer narrative:
.Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). .device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. Customer was receiving low total area errors when running calibration fse asked customer to check and clean the probe, where debri was found on and around the probe. Fse order a new probe and the customer will installed it. On (B)(6) 2015, the new probe was installed, the customer ran the calibration and there was low area and the quality control (qc) failed. On (B)(6) 2015, fse arrived on site to trouble shoot low area totals and found that the screw on the sample syringe was coming loose. The screw was secured, then re-ran the calibration which passed with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was loose syringe screw and a clogged probe.

Event description:
On (B)(6) 2015, a customer reported low total area with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.